Event description:
It was reported during an atrial fibrillation procedure, an air leak was noted. Another device was obtained to complete the procedure with no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
(B)(4). One 8f swatrz introducer and one 8f transseptal dilator was received for eval. A kink was observed in the proximal end of the dilator near the hub. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. There was no visible damage noted with regards to the extension tubing, stopcock or sideport. The hemostasis cap was removed which revealed a tear ion one end of the mfg slit. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.